Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required explantation due to an unknown reason. The device was returned with no information. It is not known if the device was replaced. During visual examination of the returned device, a tubing tear was noted on the reservoir inlet tubing near the connector. No other adverse patient effects were reported.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on the longer exhaust tube of the pump. Partial separations, surrounded by abrasion, were noted on the longer exhaust tube of the pump. These were not sites of leakage. The surfaces of the detachment site of the inlet tube of the pump appear to be rough and irregular, indicating stress was exerted. No functional abnormalities were noted with the pump. Abrasion was noted on the exhaust tubing of cylinder 1. No functional abnormalities were noted with cylinder 1 or cylinder 2. The surfaces of the detachment site of the inlet tube of the reservoir appear to be rough and irregular, indicating stress was exerted. A separation was noted on the inlet tube of the reservoir. This is a site of leakage. The surfaces appear to be rough and irregular, indicating stress was exerted. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the reservoir inlet tubing near the connector. Microscopic examination of the surfaces of the inlet tube detachment end between the pump and the reservoir revealed rough and irregular surfaces, indicating stress was exerted. Based on the overlapping of the pump exhaust tubes, in combination with device usage over time, this could contribute to sufficient stress to separate the inlet tubing between the pump and the reservoir. Separations of these types would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.